Event description:
It was reported that the device battery longevity may be too short possibly indicating premature depletion. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery longevity may be too short, possibly indicating premature depletion. The device remains in use. It was later reported the device reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data is in progress; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data is in progress; the results will be forwarded when available. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. The device is not yet at eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and analyzed the data. Analysis concluded with no anomalies found. The device was not yet at eri. The device was returned and analyzed. Analysis revealed actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.